Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not turning on. The customer¿s blood glucose level was 7.8 mmol/l. Customer was advised to remove the battery and the insert battery alarm did not display on the pump screen. Customer also reported the contacts on the battery cap was neither missing nor damaged, battery compartment was neither damaged nor corroded and the spring was neither damaged nor corroded. Trouble shooting was performed for blank display. Customer was advised to clean battery cap contacts with a dry cotton swab. It was also advised to press and hold the back button for 60 seconds and to insert new aa battery. Display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.